Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was successfully implanted, reducing mr to trace. However, after removal of the steerable guide catheter (sgc), it was observed that the septum was torn. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.